Manufacturer narrative:
Preliminary investigation performed by medacta knee r&d project manager: the possible reasons for the fracture are: sclerotic bone, high force applied during impaction, keel puncher worn out, not complete keel preparation.

Event description:
During the tibial preparation in the primary knee surgery, the surgeon cracked the tibia with the tibial puncher. The surgeon used cables around the tibia to prevent the propagation of the fracture. There was a 5-minutes delay in the surgery and the surgery was completed successfully. A loaner set was utilized.